Manufacturer narrative:
The device was returned for analysis. The reported difficulty to remove was confirmed with the returned non-abbott introducer sheath moved distally with no resistance up to the proximal end of the balloon. The noted bunch balloon and kinked shaft is likely due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. It is likely that during deflation the balloon did not refold properly against the anatomy or other devices used resulting in the reported difficulty to remove from the introducer sheath. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in a bypass graft from the common femoral artery to the popliteal artery. A 7x20mm armada 35 balloon catheter was used for pre-dilatation. The balloon catheter deflated without issues and was being removed; however, resistance was felt with the sheath and became stuck. The sheath and balloon catheter had to be removed as a unit. The procedure was successfully completed with an unspecified non-abbott device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.